Event description:
Caller reported a cgm error, specifically error 42, involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. The caller had already completed a pump reset before contacting technical support, and the cgm error did not reappear afterward. The caller successfully started the sensor and resumed insulin delivery.